Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 19) occurred during the loading process. With the assistance from tandem technical support, customer successfully loaded another cartridge. Insulin therapy was resumed. Customer's blood glucose was 200 mg/dl.